Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the safety mechanism did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: could you please advise on the occurrence date? (B)(6) 2023. Could you please advise on the quantity involve for the affected lot number mentioned? I am reporting one occurrence that my work unit was involved with. Is there any adverse effect on patient/user? No. Can you please advise if the tip adhesion broke on the device? Not exactly sure what piece is ¿tip adhesion¿ but the catheter appeared intact when opening package and before using. Can you please advise if you are able to retract the needle or was it failing to retract? It was failing to retract. Typically after placing the catheter, the needle will easily slide out and retract. This catheter was ¿sticky¿¿nurse was not able to retract needle and was able to call for help (another nurse to help hold IV catheter site in place, while they worked needle out. After some manipulating, the needle was able to be removed. Was there any resistance or sticking felt? Yes.